Manufacturer narrative:
Consumer stated that they experienced a cracked tooth. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that they cracked a tooth when using the sonicare power toothbrush.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.